Event description:
A home pt contacted baxter's techncal service center to report 1 incident of a homechoice set leaking during the home pt's automated peritoneal dialysis therapy on the homechoice machine. Repotedly, the home pt had already done 1 cycle of their therapy when they noticed that there was some moisture coming from the homechoice set tubing. Upon closer examination they noted pinholes in the pt line of the homechoice set. The home pt ended therapy early, and set up with all new supplies. No sharp objects are used in opening the cartons and overpouches in which the homechoice sets are delivered, nor ws there anydamage noted to them at any point upon receiving them and during set up. The home pt advised that they closely examined all of their supplies during setup and nothing unusual was noted with the homechoice itself. No leakage was noted during prime. No pets have acess to the supplies prior to or during use. No pt injury or medical intervention was associated with this incident, per home pt.